Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have a line through the main menu screen that changes with screen orientation and a slight flicker was observed due to a defective lcd module. The lcd module was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported the waveforms pleth and siq flicker in intensity especially at full brightness. The main menu screen view has an unusual dividing line that seems to be from the display driver because it follows screen orientation. No consequences or impact to patient were reported.